Event description:
In 2007, a female was implanted with a gore propaten vascular graft in a left common femoral to peroneal artery bypass procedure. Five days later, a thrombectomy was performed and a jump graft extension with a gore propaten vascular graft was implanted in the left graft to dorsalis pedis artery position. Approx three months later, a left below-knee amputation was performed.